Manufacturer narrative:
(B)(4). Concomitant products: comp rvs tray co 44mm cat: 115370 lot: unknown; arcom xl 44-36 std hmrl brng 36mm cat: xl-115363 lot: 874890; comp aug mini bsplt w tpr md cat: 110032420 lot: 64298726. Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00445, 0001825034-2022-00446, 0001825034-2022-00448 . Product not returned.

Event description:
It was reported that the patient was revised approximately 1 year and 2 days post implantation due to a foreign object identified on post op radiographs. The object was removed and all components were removed and replaced. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Not reportable.- the returned fragment does not match any of the returned implants. This event will be reported under medwatch: 0001825034-2022-01296. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.